Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A technical support specialist restarted the cubex application and checked the drawers, which then opened without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer failed to open when attempting to issue the medication clonazepam 0.5 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.